Event description:
It was reported that prior an ophthalmic surgery, the suture thread broke with a slight touch before stitching began, and a color change of the suture was observed. 36 sutures from the same product ID and lot were involved, and all issues occurred during the same case. An additional new suture of a different lot was used without issue. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: n-2770-k, n-2770-k monosof* 10-0 blk 30cm se1406da, (lot# d4h2060y) n-2770-k, n-2770-k monosof* 10-0 blk 30cm se1406da, (lot# d4h2060y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.